Event description:
It was reported the pt is unable to communicate with his scs ipg using his charging system and pt programmer. A sjm rep was unable to resolve the issue using multiple replacement charging systems. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.